Manufacturer narrative:
Section a4, a5, a6: unknown/asked but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) failed to unfold in the patient's left eye after the surgeon fully deployed the lens into the capsule. The lens was removed through the original incision without expansion, and a replacement lens was successfully inserted. Through follow up, it was learned that another johnson & johnson lens, model dcb00 19.5 diopter was implanted as a replacement. The lens is not available for evaluation. No other information was provided.